Manufacturer narrative:
Device remains in service. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted beeping tones and the patient presented to the hospital for a device check. Interrogation revealed a gradual increase in shock impedance measurements over the past year, in the 90-110 ohms range. One high, out-of-range measurement of 126 ohms was stored, resulting in the beep tones. The device was reprogrammed to alert at 150 ohms. Technical service (t/s) recommended lead integrity testing . The field representative confirmed the patient was scheduled for a device follow-up at their normal clinic. The device remains implanted. No adverse patient effects were reported.